Event description:
It was reported that the patient was in ventricular fibrillation (vf), seen by the device which delivered quick convert therapy. After quick convert, a shock by the device was diverted, but the vf continued. Boston scientific technical services (ts) was contacted for information about the event, and ts informed that functional undersensing, as a result of the automatic gain control being ramped up to eight times the usual value following quick convert pacing events, caused the device to not sense the vf. Quick convert was programmed off. The leads remain in service, but the device was later explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was in ventricular fibrillation (vf), seen by the device which delivered quick convert therapy. After quick convert, a shock by the device was diverted, but the vf continued. Boston scientific technical services (ts) was contacted for information about the event, and ts informed that functional undersensing, as a result of the automatic gain control being ramped up to eight times the usual value following quick convert pacing events, caused the device to not sense the vf. Quick convert was programmed off. The device and leads remain in service. No additional adverse patient effects were reported.